Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Visual and optical examination of the driver confirmed the reported fracture. The surface of the driver appeared to be quasi-brittle in nature. The fracture appeared to initiate from the corner of the self retaining tabs. The corners work as stress raisers. A review of the device history records did not identify any nonconformance to specification.

Event description:
It was reported that the distal tip of the torque limiting driver fractured while the surgeon was attempting to remove a revision nut. This was the second driver the surgeon had tried to use during the surgery. The surgeon had to remove the plate to remove the revision nut. The surgeon replaced the plate and completed the surgery. The extended surgery time was approx one hour.